Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. Testing of retained samples could not be performed as the batch number is unknown. A review of the device history record could not be completed as the batch number is unknown. This complaint has not been confirmed for the indicated failure modes: difficult/unable to operate and needle point integrity. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, the safety mechanism of an unspecified number of devices was hard to access. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, the safety mechanism of an unspecified number of devices was hard to access. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k252506 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.